Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The following defects were noted during the evaluation: the protector was damaged. The light guide tube was cracked. The bending section cover and unit plug had trace of third-party's repair. There was dirt on the light guide tube. Due to the damage of the camera unit, the specified resolution does not appear. Switch button 5 failed due to the corrosion of switch box. Switch button 1 failed due to the corrosion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope tested positive for microorganisms when cultured. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The reported problem was found during reprocessing before an unspecified procedure. The procedure was completed with a similar device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing and the legal manufacturer's final investigation. The user provided their cds practices of the subject device, the practices were compared to the device IFU and the following deviations were noted: the biopsy channel and suction channel were not suctioned with suction pump during pre-cleaning. Aw channel cleaning adapter (mh-948) was not used during pre-cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus requested the culture results the field service engineer indicated that the bacteria were unknown. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An additional reportable malfunction of blurry image was identified. Based on the results of the investigation, it is likely that the entire image was blurred due to damage to the charge coupled device (ccd) unit, the entire image was blurred due to sliding error of movable range that occurred in the zoom scope, and the entire image was blurred due to damage or deformation of the connector. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual- inspection of the endoscopic system. Operation manual. Important information ¿ please read before use: warnings and cautions." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.